Manufacturer narrative:
Based on the limited information provided, no conclusions can be made. Multiple attempts have been made obtain clarification of the reported events and to request return of the device for evaluation. At this time it is not known why the mesh was explanted. A review of the manufacturing records was performed and found that the lot was manufactured to specification the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the user facility via medwatch 3500 report: (B)(4). (B)(6) 2015 - the patient underwent implant of a bard/davol ventrio st hernia patch. (B)(6) 2015 - the patient underwent explant of the bard/davol ventrio st hernia patch. Operative dictation notes - the edges of the mesh were identified and the soft tissue and omentum adherent to the undersurface of the mesh were taken away from the undersurface of the mesh using blunt dissection and there was noted to be a whitish pus material on the surface of the mesh."

Manufacturer narrative:
There is no indication or allegation that the bard device caused or contributed in anyway to the patient's death. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection the IFU states, "if infection develops treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released on 03/20/2015. Medical records have not been provided and based on the limited information obtained to date, no conclusions can be made. If additional information is obtained, a supplemental MDR will be sent.

Event description:
This is an addendum to the initial MDR and is based on additional information provided by the user facility: (B)(6) 2015 - the patient was implanted with a bard/davol ventrio st hernia patch for lumbar hernia repair as a result of a previous lumbar fusion. (B)(6) 2015 - the patient underwent a procedure to the explant the mesh due to infection. As reported the operative dictation notes stated, "the edges of the mesh were identified and the soft tissue and omentum adherent to the undersurface of the mesh were taken away from the undersurface of the mesh using blunt dissection and there was noted to be a whitish pus material on the surface of the mesh." Ni/ni/ni - patient died of a probable cardiac event.